Event description:
The ventilator was giving more breathes per minute than were dialed in on control panel. The respiratory technician noticed this increased rate and checked for voluntary breathes and none were observed. At this time the machine was disconnected and referred to biomed. Biomed confirmed problem and diagnosed that the knob had come loose and slipped or had come off and been reinstalled incorrectly. Biomed was able to calibrate the knob with the use of an rt200 calibrator.